Event description:
It was reported the patient has been experiencing numbness and weakness in his legs post scs implant. A motor response test provided satisfactory results. In an effort to resolve the issue, the physician performed a partial spinal fusion on the right side. The patient is working with his physician to determine a resolution to these symptoms.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.